Event description:
It was reported the intraocular lens (iol) was implanted, and the haptic broke. The incision was enlarged, and the lens removed without complication.

Manufacturer narrative:
During a retrospective review of reports, it was determined this event met the criteria for adverse event reporting. The iol was discarded by the end user and not returned to the manufacturer for analysis. The relationship between the device and the adverse event was not determined. The lens met all specifications prior to release. While we were unable to determine the cause of this event, we do not believe it is manufacturing related.